Manufacturer narrative:
(B)(4). Film evaluation results are: a review of CT¿s and 3d film report ~10 years post-implant revealed that an aneurx stent graft system was implanted in the patient. The bifurcate was positioned ~1.5cm below the lowest left renal artery; the aortic body centerline was angulated 40deg l-r; relative to the proximal neck. The proximal neck diameter just below the renals was 18mm, 10mm lower was 21mm, and 15mm below the renals was 33mm. The neck was also calcified. The ipsi limb was positioned down into the right common iliac artery, and the contra limb was within the left common iliac. The maximum diameter aaa measured 6.3cm, and there was a proximal type I endoleak. Both limbs were patent and no other issues were observed. The exact cause of the stent graft migration leading to the proximal type I endoleak could not be determined from the films provided. The anatomy at implant is unknown, and earlier follow-up films were not available for review and comparison. The implant location of the bifurcate is unknown; however, currently the proximal neck is severely conical shaped beginning 1cm below the renal arteries. It is possible that disease progression (neck dilatation) and the calcified neck may have contributed to the migration.

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Currently, the vessel morphology is a short aortic neck, 42 mm between lowest renal artery and flow divider. The proximal aortic neck diameter has expanded. It was reported that a CT revealed that the stent graft has migrated distally with a type I endoleak. The physician did not state the cause of the event. The patient will be monitored by the physician. No clinical sequelae were reported and the patient is fine.